Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03831. It was reported that stent damage occurred. The 20mm target lesion was located in the highly tortuous and calcified mid circumflex artery. The lesion was pre-dilated twice with a 2.0x20mm apex balloon catheter, and a third time with a 2.25x20 nc quantum apex. A 2.25 x 20mm synergy ii stent was attempted to advance, however, unable to cross the lesion. The device was removed and upon inspection, it was noted that the distal stent edges were raised off the balloon. The physician then tried to advance a 2.25 x12mm synergy ii stent but the device failed to cross the lesion. The device was removed and it was noticed that the distal stent struts were raised off the balloon. The procedure was completed with implantation of a 2.25x12mm synergy stent. No patient complications were reported and the patient's status was fine.